Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, and technical support arranged replacement pump under warranty, confirmed shipping details, explained that replacement would have updated software, and provided instructions for placing malfunctioning pump in storage mode, returning it within 10 days using provided materials, and setting up new pump and cgm, all of which customer understood and acknowledged.